Event description:
On (B)(6) 2011, pt reported having issues with the buttons on his infusion device. Pt stated, it has only occurred one time. Pt reported, the issue was with the up button. Pt stated, he was attempting to bolus when he noticed it. Pt reported, he has not had any issues since. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.